Event description:
Information received from the field notes that during a routine transtelephonic check, the technician observed intermittent loss of atrial capture. When the patient was seen at the clinic, interrogation of the device found that the marker channels were jumbled. During telemetry, the wand slipped off of the pacer and the device could no longer be interrogated. No pacer spikes were noted with magnet application. The patient was in her own intrinsic rhythm.